Event description:
It was reported that during meniscus repair surgery, after t1 was deployed, t2 could not be deployed. Ts were removed. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one ultra fast-fix assembly was returned for evaluation. Visual assessment showed trigger fully advanced. The depth limiter was returned and not cut. T1 and t2 were not returned. The delivery needs does not show any damage. This style device has no deployment or automatic deployment mechanism. This product requires user controlled manual actions to physically advance position and deliberately strip each anchor off the needle individually. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include, inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.